Event description:
Healthcare professional (hcp) reported one incident of a pt reaction with the psn 170 dialyazer. It was reported that at the start of treatment, the pt experienced nasal congestion, sneezing, generalized itching, chest tightness, shortness of breath, reddened face, swelling eyes and swelling mouth. It was reported that treatment was stopped and the pt was administered benadryl (route and dose unknown) and solumedrol (route and dose unknown). It was reported that the pt was transferred to the e.r.; however, did not receive any treatment there. It was reportd that the pt was monitored there and released the same day. It is reported that the pt has recovered and continues to dialyze on an alternate membrane without incident.